Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking water during inspection. It was noted that water was coming from the main body of the service and not the reservoir side. No patient was involved in this event. No adverse effects were reported.